Event description:
The reporter states that he obtained 327 mg/dl and 146 mg/dl on the accu-chek aviva meter within 10 minutes. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.